Event description:
It was reported that after firing the devices staples formed half way and the remaining distance was transected but not stapled. Another atw45 was opened and completed the procedure. There was no patient consequence.